Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving stimulation in the correct area. X-rays were taken but were unable to confirm lead migration. The patient underwent surgical intervention on (B)(6) 2016 (reference MFR. Report: 1627487-2016-04392) where the ipg was removed and replaced which did not resolve the issue. Lead diagnostics revealed normal impedances on two of the electrodes of the lead and unable to attain any stimulation at the highest amplitude. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the lead was explanted. It was determined the lead was fractured and lead diagnostics revealed multiple high impedances.